Manufacturer narrative:
An evaluation of the patient's car revealed a likely cause for the emi. It was observed that switching on the key contact showed 25 hz signals for a short period of time. No signals were observed when the key was off. With the engine running, signals came up again after a few seconds. Also, the seat heating was on (setting 2). Switching the seat heating on and off clearly showed on and off recordings of 25 hz signals. No changes were made to the patient's device. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode had received an inappropriate shock while driving. A review of the episode confirmed the noise was consistent with electromagnetic interference (emi). No environmental testing was performed at that time to determine the cause of the emi. Seven months later, the patient received six inappropriate shocks, also while driving his car. The first episode showed emi as the cause of noise. It was noted that the five inappropriate shocks induced ventricular tachycardia (vt), which was accelerated into ventricular fibrillation (vf), and therapy was exhausted in that episode. A second episode was stored, showing the patient was in vt and the sixth shock reverted the patient back to normal sinus rhythm. It was reported that the patient had exited his car at the time of the last shock. This was consistent with the lack of noise on the electrograms in the second episode. No changes were made to the device. An engineering evaluation of the patient's environment was performed to determine the cause of the emi. No adverse patient effects were reported due to the inappropriate shocks.